Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer's pump case clip detached from pump case. Subsequently, the pump case fell, causing infusion sets to be pulled out. The customer's blood glucose was over 400 mg/dl. The customer loaded new supplies and resumed insulin delivery.